Event description:
It was reported that a power on reset (por) occurred which also changed parameters. A reset of the por was performed and the device parameters were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset occurred. The analyst commented that the por severity is low. The device should be able to fully recover after the reset. Parity error occurred on (B)(6) 2010 in (B)(6)".